Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The battery voltage was lower than expected. The titanium case was opened and the battery was removed so that an external power supply could be connected to the device for further analysis. A higher than normal current drain was observed. Electrical testing isolated the high current condition to a low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population. Patient code 3191 captures the reportable event of surgery. Information indicates this device is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was the clinic and the healthcare provider (hcp) was unable to interrogate their implanted implantable cardioverter defibrillator (ICD) device using two (2) different programmers. The hcp was also unable to elicit device tones using a magnet. An x-ray confirmed that the implanted device is a boston scientific product. It was noted that this patient was last checked in 2017 and the boston scientific device tracking system indicates the device was implanted in 2012. The patient was noted to not be device therapy dependent. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Information indicates this device is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was the clinic and the healthcare provider (hcp) was unable to interrogate their implanted implantable cardioverter defibrillator (ICD) device using two (2) different programmers. The hcp was also unable to elicit device tones using a magnet. An x-ray confirmed that the implanted device is a boston scientific product. It was noted that this patient was last checked in 2017 and the boston scientific device tracking system indicates the device was implanted in 2012. The patient was noted to not be device therapy dependent. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.